Event description:
It was reported the right atrial lead had dislodged and was repositioned. A few days later the lead dislodged a second time into the coronary sinus and was pacing the left ventricle. It was noted that the physician thought the patients return to work quickly after the initial device implant may have contributed to the issue. The lead was reprogrammed off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.